Event description:
Vapotherm received a medwatch report from the FDA, number (B)(4), on (B)(6) 2010. The report was filed by (B)(6). The hospital reported that half of the precision flow respiratory humidifier temp display led went out. The event was reported to vapotherm on (B)(6) 2009 and was included in the complaint system as c09-573. The event did not meet the criteria for MDR reporting. Vapotherm contacted the hospital by telephone to address the issue. When the user powered up the unit they were unable to duplicate the event. The unit was not returned to vapotherm for service and continues to perform correctly. Vapotherm considers the issue closed.